Event description:
Customer called to report that diluent and clenz (cleaner) were leaking from the manual probe of the coulter lh780 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that the vacuum supply to the sample probe rinse trough was plugged, causing the fluid to back up. The fse flushed out the vacuum system, which allowed the probe rinse trough to properly function again. There was no further evidence of leaking. The fse then verified instrument performance and the repairs per established procedures to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause for the leak was a plugged vacuum supply to the sample probe rinse trough, which was resolved after the fse performed the services. (B)(4).